Event description:
It was reported that prior to the procedure, the helix was partially deployed and when the lead manipulated it was not responding properly. Another lead was used. There was no patient consequences.

Manufacturer narrative:
Additional information: analysis was normal. No anomaly was found.